Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the adhesive of the light guide lens peeling was caused by age-related deterioration due to stress of repeated use, or by external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was evaluated. Device evaluation has confirmed the reported issue of " forceps elevator wire was broken (broken forceps lifting wire) ". Device evaluation , service repair found broken forceps elevator, cuts observed in the forceps wire due to external factors. The play of the angle knob is out of the normal state due to the elongation of the angle wire. In addition, service repair noted that due to handling, the adhesive part of the lighting lens has come off. The curved rubber adhesive part found missing. Furthermore, the following findings during inspection were noted on the device: scratches on the tip body due to external factors observed. The bonding part between the c-bon tie and the lg cover (tip /flexible part ) found missing. Scratches on the insertion tube due to external factors observed. The insertion tube found discolored due to handling (insufficient cleaning). Wrinkles in the insertion tube due to external factors observed. Scratches found on the tip cover due to external factors. Light lens scratches observed and noted to be due to external factors . The air/water supply cap (water pipe) found loose due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported the device forceps elevator wire was broken (broken forceps lifting wire) found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the adhesive part of the lightning lens has come off. This report is being submitted for the adhesive part of the lightning lens that has come off found on device evaluation ( defects of distal end , gap of adhesive on the distal end, stain entered inside the lens through the gap) .